Manufacturer narrative:
Hotline advised the customer to check all canisters to ensure the lids are tight. The customer found the leak came from the lid of the waste accumulator. They cleaned up the spill and tighten the canister lid. The customer did not call back with further problem.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding waste accumulator leaking from the canister lid on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.